Manufacturer narrative:
E1: (B)(6). E3: occupation = unknown; health professional = unknown. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an eyelash-like foreign substance was found in the packaging of the 'safe-t-j amplatz extra-stiff support wire guide'. The issue was discovered prior to delivery to the hospital by the distributor staff, therefore, there is no patient involvement.

Manufacturer narrative:
Summary of event: it was reported that an eyelash-like foreign substance was found in the packaging of the 'safe-t-j amplatz extra-stiff support wire guide'. The issue was discovered prior to delivery to the hospital by the distributor staff, therefore, there is no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. An inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. A curved hair-like fiber was noted sealed inside the pouch near the side of the label. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported relevant complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. However, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing/quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.